Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. (B)(4).

Event description:
It was reported by the hospital contact that this galaxy coil (640cx0304/16099081) was stretched. The product will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that this galaxy coil (640cx0304/16099081) was stretched. The product will be returned for analysis. A non-sterile orbit galaxy cmplx xtrasoft coil 3x4 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received zipped without damage. The support coil, gripper and the part of the embolic coil were found inside of the introducer. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The review of lot 16099081 revealed no issues that were considered potentially related to the reported complaint. The failure reported by the customer as ¿coil ¿ unraveled stretched¿ was confirmed, the cause of the stretched condition and the kinks noted on the device were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore no corrective action will be taken at this time.